Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 30.2 mmol/l (544 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, chest pain, dehydrated lips, blood pressure of 153/119 and heart rate of 127 beats per minute. The patient was treated with insulin, dextrose, saline solution, and ringer lactate (doses, frequency, and routes were not specified). It was unspecified when the pod was removed but it was found to be leaking insulin. A new pod was successfully placed prior to the patient leaving the hospital. The patient was released the following day (B)(6) 2025.